Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair due frequent need to change the battery. No injury has been reported.

Event description:
The fine tuner echo was returned to service and repair due frequent need to change the battery. No injury has been reported.

Manufacturer narrative:
Conclusion: according to the received information, a finetuner echo was sent to service _ repair due to issues with the batteries. During device investigation a failed capacitor was detected which was likely the reason for the observed issue. Also, another component was loosing from the circuitry board. Electrical inspection could not be performed because of the observed malfunction.this is a final report.